Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard console not recognizing the air trap was confirmed during the functional testing and the event log review. The root cause for the reported issue was determined to be a faulty air trap block assembly due to overflow of fluid into the air trap chamber. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp ivtm console generated air trap alarm upon powering on. The user cleaned the air trap sensor, however, the air trap alarm persist. No patient involvement.